Event description:
Two devices were reported as having false positive results. Complainant performed additional testing which displayed a negative result. The complaint devices were discarded after use and not returned.

Manufacturer narrative:
A DHR review of the associated kit lot was completed and no discrepancies were found. A review of existing CAPA, scar and ncmrs was completed and there are no prior records related to false positive failure mode for this lot. A root cause cannot be determined at this time. There are 3 potential root causes listed below, however, these cannot be confirmed as the devices were not returned and no discrepancies were identifed during review of the DHR and existing quality records: (1) environmental contamination, (2) low viral load, (3) device failure.

Manufacturer narrative:
This device is marketed under emergency use authorization (eua) (B)(4).

Event description:
The complaint alledges a false positive result occurred.